Manufacturer narrative:
Based on the claim against the product by the customer noting that the dislodged grip pin, an investigation was completed to determine the cause of this reported event. The customer was requested to create the return; however, they have not been able to locate the product. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the provided images were performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). From the image it appears the instruments grip pin is dislodged. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's grip pin was dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the little bolt that hold the jaws together on the prograsp instrument was sliding out mid procedure. It was confirmed that the surgeon was able to press the bolt into the instrument and remove from the patient without any pieces falling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the procedure was completed robotically.